Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged product issue occurred on an unspecified date 2 years prior to the alert date of (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿24.x mmol/l¿ with the subject meter and a result of ¿5.4mmol/l¿ on another device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their humalog insulin dosage as well as by taking 20 units of lantus insulin each night and they denied making any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient informed the csr that ¿minutes before¿ the alleged product issue occurred they developed symptoms of ¿shaky, sweaty and dizziness¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms, minutes later, the patient self-treated by consuming food and/or drink. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient used an approved sample site to obtain the alleged blood glucose results. The patient no longer has the subject products so they will not be returned for investigation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient developed a symptom indicative of serious hypoglycemia. It cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter result did not affect treatment options prior to or after the onset of this symptom.